Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was separated from the main body of the cannula when it was placed inside the patient at which time it was noted to not operate as intended. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Traces of blood were evident on the c-ring, the shaft of the cannula, and the cannula handle. It was observed that the metal retention rib was detached from the c-ring. The c-ring remained attached to the scope wash tubing. The c-ring appeared intact and not transected. Microscopic inspection showed that there were residues of adhesives on the grooves of the metallic retention rib that used to be connected to the c-ring. Evidence of adhesive residues indicate manufacturing procedures were followed (c-ring bonding). There is no evidence of incorrect assembly. Based on the returned condition of the device and the results of the investigation, the reported failure mode "break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was separated from the main body of the cannula when it was placed inside the patient at which time it was noted to not operate as intended. It was removed from the patient without incident or leaving anything behind. A replacement device was used to complete the procedure. The hospital did not report any patient effects.